Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that on (B)(6), 2026, after approximately 37-48 hours of pod wear on the leg, the patient experienced inaccurate blood glucose readings from the continuous glucose monitor (cgm) in use at the time (dexcom g6), which resulted in hospitalization. According to the report, the cgm measured low blood glucose when the patient¿s blood glucose. The patient stated that blood glucose levels fluctuated between 3.2 and 4.4 mmol/l (~58 and ~79 mg/dl) despite consuming a significant amount of coca-cola and taking dextrose tablets. The patient developed severe nausea, weakness, and exhaustion. At approximately 7:30 pm on (B)(6), 2026, the patient contacted emergency medical services, who measured the patient's blood glucose at 36 mmol/l (648 mg/dl). According to the report, the inaccurate cgm readings led the patient to unknowingly drive themselves into hyperglycemia. The patient was subsequently transported to ilm-kreis-kliniken arnstadt-ilmenau ggmbh - standort arnstadt and admitted. At the time of admission, the patient continued wearing the pod on their right leg. Upon arrival at the hospital, the patient replaced the pod and placed a new one on the left leg. Treatment during hospitalization began with 10 units of humalog insulin administered via pen injection, followed by an additional 4 units of intravenous insulin at approximately 2:00 am. No specific diagnosis was reported. The patient remained hospitalized for approximately two days and was discharged on (B)(6), 2026. The complaint information was transferred to dexcom on july 2, 2026.